Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6935 implantable tachy lead (B)(6) 2009. Device: 346369 competitor implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was phrenic nerve stimulation from the left ventricular (lv) lead. The lead polarity was reprogrammed and the lead remains in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.